Event description:
It was reported that, "pt called to report that she is experiencing squeaking, creaking and a rubbing feeling. Feels like it is loosening. Pt said that she will need the hip to be revised."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.